Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 18-dec-2017, a field service engineer (fse) followed-up with customer over-the-phone to address the reported complaint. Per customer, the error occurs when the sample probe goes down to aspirate the sample. Fse instructed the customer to inspect if the shaft and screw drive had any lubricant. Per the customer, there is no lubricant on the components. Fse then instructed customer to apply light liquid lubricant on shaft and screw drive and run patient samples. Fse followed-up over-the-phone again the same day and was told by the customer that they've been running patient samples on the analyzer and has not experienced the z1 axis error since applying lubricant. The g8 instrument was performing as intended. No further action is required. A 13-month complaint history review and service history review for serial (B)(4) from 12-nov-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states 710 z1-axis error is an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error is generated when there is an operation error in z1-axis. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Errors that do not interrupt the assay run. When the following errors occur, a message will be displayed, but the assay will continue. The solution is for the customer to inspect z1-axis. Execute smp.reset. The most probable cause of the reported event was due to lack of lubricant on z1 axis shaft and screw.

Event description:
On (B)(6) 2017, customer reported getting 710 z1-axis error on the g8 instrument. On 18-dec-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.3. Device evaluation by manufacturer: a field service engineer (fse) was dispatched to address the customer's reported issue. Fse performed decontamination on the instrument and instructed the customer to run qc every day for a week to monitor for any failures. Data trend was established and the coefficient of variations are passing specifications as expected. No further action required by field service. Instrument operating as intended. Per the the assay specification for follicle stimulating hormone (fsh), evaluation of results, page 8 for quality control states: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported issue was due to contamination of the instrument.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
H10 corrected data follow up report #1 had incorrect esubmitter package file name MDR 2018-000273_follow up.zip. The correct esubmitter package file name is MDR 2017-000273_follow up.zip added (B)(6)2018 to section f.6 date uf/importer became aware of event. Removed tokyo in f14.